Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device (left side) was not found in tube or uterus during removal surgery)/ migration of essure device-location of device"), device breakage ("device breakage"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (with complications)/ failure to occlude (close) fallopian tube(s)") in a female patient who had essure (batch no. C59243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, parity 4 ((B)(6) ,(B)(6) ,(B)(6) ,(B)(6) ), fatigue, vaginal haemorrhage, menorrhagia, bladder infection, pre-eclampsia, sinuscopy, parotidectomy, urinary tract infection and vaginal infection. Previously administered products included for an unreported indication: oral birth control. Concurrent conditions included depression, obesity and sinus infection (sinus endoscopy). Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), fluoxetine hydrochloride (prozac), minerals nos;vitamins nos (prenatal vitamins) and montelukast sodium (singulair). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection urinary"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramps"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage outcome was unknown, the fatigue was resolving and the abdominal pain lower and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device breakage, device dislocation, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Concomitant medication includes magnesum diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: both coils were there but the right tube was the only effective essure coil. The left was crooked inside.; on (B)(6) 2016: unilateral occlusion (right tube occluded) , failure to occlude (close) fallopian tubes. Pregnancy test - in (B)(6) 2016: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device (left side) was not found in tube or uterus during removal surgery)"), device breakage ("device breakage"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (with complications)/ failure to occlude (close) fallopian tube(s)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous and parity 4 ((B)(6) 2012,(B)(6) 2014, (B)(6) 2015, (B)(6) 2016). Previously administered products included for an unreported indication: oral birth control. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced urinary tract infection ("infection urinary"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramps") and menorrhagia ("heavy periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she will have surgery to remove the essure), surgery (she will have surgery to remove the essure) and surgery (she will have surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, pregnancy with contraceptive device and urinary tract infection outcome was unknown, the fatigue was resolving and the abdominal pain lower and menorrhagia had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, device breakage, device dislocation, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: she had the need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: reporters added. Patient demographics added. Historical drug and historical condition were added. Suspect drug indication. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2015). Added events: pregnancy (with complications), infection urinary, migration of essure device location of device: unknown- the essure device (left side) was not found in tube or uterus during removal surgery, device breakage, fatigue, heavy periods, and severe cramps. Updated outcome and events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device (left side) was not found in tube or uterus during removal surgery)/ migration of essure device-location of device"), device breakage ("device breakage"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (with complications)/ failure to occlude (close) fallopian tube(s)") in a female patient who had essure (batch no: c59243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, parity 4 (on (B)(6) 2012, on (B)(6) 2014, on (B)(6) 2015, on (B)(6) 2016), fatigue, vaginal haemorrhage, menorrhagia, bladder infection, eclampsia, antepartum, sinuscopy, parotidectomy, urinary tract infection and vaginal infection. Previously administered products included for an unreported indication: oral birth control. Concurrent conditions included depression, obesity and sinus infection (sinus endoscopy). Concomitant products included aluminium hydroxide gel, dried;dimeticone; magnesium hydroxide (magnesum), ascorbic acid;cobalt sulfate; copper sulfate; ergocalciferol; ferrous fumarate; magnesium sulfate; manganese sulfate; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride;tocopherol; vitamin b12 nos; zinc gluconate (multivitamin (16), fluoxetine hydrochloride (prozac), minerals nos; vitamins nos (prenatal vitamins) and montelukast sodium (singulair). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection urinary"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramps"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage outcome was unknown, the fatigue was resolving and the abdominal pain lower and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device breakage, device dislocation, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: both coils were there but the right tube was the only effective essure coil. The left was crooked inside; on (B)(6) 2016: unilateral occlusion (right tube occluded) , failure to occlude (close) fallopian tubes. Pregnancy test: on (B)(6) 2016: positive. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Lot number were added. Events added from pfs : abnormal bleeding (vaginal). Event verbatim were updated as : essure device (left side) was not found in tube or uterus during removal surgery)/ migration of essure device-location of device. Medical history, lab data and concomitant drug were added. Onset date of the events were added and updated. Pregnancy outcome was updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she will have surgery to remove the essure implant on (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.